Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tlh. Description of event: [name] medical center. Sales dealer : [name]. This is a complaint from the market. Report from the sales rep via email; a hole in the bag was made when removing the uterus and fibroids transvaginally while grasping the specimen with 2 hook forceps and muzzo forceps. The physician would like to know if the 3-4 cm hole is a physical hole, or if it was created when it was pulled or something, and if the clean hole is the original pinhole or if it can be considered damaged. This unit will be returned. Type of intervention: since it was discovered after the specimen was removed, another product was not used. Patient status: no clinical impact.

Event description:
Procedure performed: tlh. Description of event: [name] medical center sales dealer : [name] . This is a complaint from the market. Report from the sales rep via email; a hole in the bag was made when removing the uterus and fibroids transvaginally while grasping the specimen with 2 hook forceps and muzzo forceps. The physician would like to know if the 3-4 cm hole is a physical hole, or if it was created when it was pulled or something, and if the clean hole is the original pinhole or if it can be considered damaged. This unit will be returned. Type of intervention: since it was discovered after the specimen was removed, another product was not used. Patient status: no clinical impact.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of holes in the bag. It was also observed that the bag contained an uneven cut, multiple puncture locations, as well as a large hole with a fragmented piece of sheath. Based on the condition of the returned unit, it is likely that a sharp object or instrument came into contact with the bag, resulting in the hole and fragmentation.